Event description:
It was reported that during an lar on the first firing the device stopped working as the battery died. A new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Batch#: 782a80. Additional information was received: it was reported device never fired, cut, or deploy staples. The first statement is the most accurate. No difficulty opening the device. Retracted and removed easily. It opened easily as well. The green reload is in device and jaws won't open after inspection. Can't tell if it's been fired. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage, with the jaws and trigger in the close position, and the knife was in the lockout position. The knife reverse switch was activated and the knife returned to the home position as expected. A gst60g reload loaded on the device. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.